Event description:
The customer contact reported a tubing rupture while in use with a power injector. The pt was undergoing an unspecified CT scan using an unspecified power injector to deliver "80 dye" contrast media at a rate of 3ml/sec at a 325ps. It was reported that five minutes after the delivery was initiated, the tubing set "exploded" at an unspecified location resulting in "dye all over pt." The contrast was cleaned up according to the hospital's protocol. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors.